Event description:
It was reported by service report that the calf supports were not locking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: abduction ring.